Event description:
No known interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient never really received efficacy with his device. There were no issues or adverse events associated with the patient's device. The patient underwent surgery on (B)(6) 2014 to explant his generator due to lack of efficacy. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the generator was completed on 09/04/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the patient has hemiparalysis on the left and was unsure if he may have strained the location. The patient is unaware of any trauma that may have caused or contributed to the high impedance. It was reported that the patient would be referred for x-rays and surgery. The device was programmed off after observing the high impedance. Further follow-up revealed that the patient experiences one to two seizures per week and that the seizures are more intense due to the high impedance. It was reported; however, that this was similar to pre-vns level. X-rays were sent to manufacturer for review. Review of the x-rays did not identify an obvious cause for the high impedance. There was a portion of the lead behind the generator that could not be assessed. The presence of a micro-fracture could not be ruled out. Surgery is likely, but has not occurred to date.